Manufacturer narrative:
Upon investigation, the technician found the rubber on the brake caster of the device was worn due to age and wear and tear associated with regular use. To resolve this issue, the technician adjusted the head right brake caster. Based on this information, no further action is required.

Event description:
The technician reported the head right brake caster is not holding. This was found during a between patient inspection. The bed is located in the hill-rom service center. There was no patient/user injury reported. This report was filed in our handling system as complaint #(B)(4).